Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the deflectable videoscope image becomes a sandstorm. The issue occurred during preparation for use for an unspecified procedure. The procedure was completed with another device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. The customer's allegation of a sandstorm (static) image was confirmed. In addition to the customer reported issue, it was also discovered there was a blackout in the image. Based on the results of the investigation, the root cause could not be identified. However, it is likely that the event occurred due to breakage of image sensor unit including disconnection by stress of repeated use, external factors, or handling, or that the components including integrated circuit chip and capacitor, mounted on the electric circuit board had a defect. The following is included in the instructions for use (IFU): chapter 3 preparation and inspection, 3.8 inspection of the endoscopic system olympus will continue to monitor field performance for this device.